Event description:
Leakage of the access port between the injection site and injection site connector. Dr's office indicated that this is not the tubing but the access port itself. Follow-up findings: there is no leakage of the access port. Product remains implanted and is working perfectly. Pt is experiencing some pain however the exact cause of the pain is unk.